Event description:
It was reported that the customer experienced a blood glucose (bg) level of 50 mg/dl. Reportedly, the customer drank juice to address their bg level. The customer alleged that the pump miscalculated boluses. Tandem technical support reviewed the pump logs and determined that the pimp functioned as intended and the bolus was calculated correctly based off the pump¿s settings. The customer acknowledged and continued using the pump for insulin therapy.